Manufacturer narrative:
The pump and transected driveline were returned to heartware for evaluation. The two controllers were not returned for evaluation. Various analyses were conducted in order to evaluate the performance of (B)(4) in relation to the reported event. Review of the manufacturing documentation confirmed that the two controllers met all requirements for release. Analysis of the log files confirmed the reported electrical fault alarms of type sys_front_not_connected on the date of implant indicating that the front stator was not connected to the controller. Visual inspection of the pump and driveline did not reveal any abnormalities, damage, or contamination. Pathological examination of the pump was unremarkable. The pump passed functional testing without triggering any electrical fault alarms. There is no evidence that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. It is important to follow IFU recommendations related to product inspection, management and related use. Pump stop is an ever present, significant risk event for any patient with a vad. Options to treat a prolonged, refractory pump stop include; continued attempts to restart pump, pump exchange, and pump removal in the case of myocardial recovery. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serial #: (B)(4), catalog # 1403us, exp. Date.: 01/31/2017, mfg. Date: 01/31/2016. (B)(4). Serial #: (B)(4), catalog #: 1403us, exp. Date: 02/28/2017, mfg. Date: 02/28/2016. (B)(4).

Event description:
It was reported that while undergoing a left ventricular assist device (lvad) implant  the controllers  alarmed with "electrical fault" when connected to the pump driveline. The driveline was inspected thoroughly prior to switching out the pump there was no contamination or damage noted.  The driveline was tunneled, and connected directly to the controller.  The connection was tight and the connector was checked for fluid by the engineer.  The patient remained on bypass until after the replacement of a new pump and the controller was connected without incident.  The pump was tested per the instructions for use before the lvad was implanted, without any issues. No further alarms or issues were noted on the same controllers once the pump was exchanged. The patient is continuing his post-op recovery.  No additional information received.